Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and deflation.

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported capsular contracture baker grade unknown. The device has been explanted and replaced. Open capsulotomy performed.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported left side capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed opening on the posterior side assessed as fold flaw opening . ¿ capsular contracture : unable to observe since it is a medical event is not related to the device. Additional observations: ¿ crease fold observed bon the device. ¿ wear abrasion observed. ¿ white particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported capsular contracture baker grade iii. The device has been explanted and replaced. Open capsulotomy performed.